Manufacturer narrative:
Pending evaluation.

Event description:
Revision due to arthrofibrosis. Persistent or significant disability / incapacity. The case report indicates that this event is possibly related to device and procedure. This event report was received through clinical data collection activities.

Manufacturer narrative:
The engineering evaluation noted that the revision reported was likely the result of arthrofibrosis. However, no causal relationship between the devices and the reported arthrofibrosis can be determined. Arthrofibrosis is listed in the product labeling under total joint surgery risks. After further review of additional information received the following sections: b4, and h1 have been updated accordingly. Section(s): no information has been provideda2, b6, d4, and h4.